Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on the keypad trace. The displacement test was unable to be performed due to keypad anomaly. The device had scratches on the lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer's blood glucose went high as a result of eating a cookie. Troubleshooting for the button error alarm was performed. Customer received the button error alarm and felt the button error was a result of the insulin pump being old. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.